Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the box was opened in the operating room there was no lead in the sterile tray. The patient outcome was ok; the patient was not impacted at all.